Manufacturer narrative:
Unit was set up and functioned without adjusting any components. Found the pressure regulator to be turned up to max pressure, unit passed all function evaluation except pulsatile flowrate does not shut off completely and demand CPAP/peep was not within calibration. Unit is also missing screws on both left and right side of bezel, and also has a loose screw on right top of vdr bezel. Found a screw missing from both the left and right of case attaching unit to waveform.

Event description:
Equipment technician at user facility reported that the device was used during an emergency admission and that the staff "rushed to put it together" and set it up on the patient. The staff reported that the device worked well on a test lung but not as well on the patient and that they "got a better waveform when the neb was turned off". The patient was set up in the ICU and then taken to the o.r. The therapist did not stay with the patient in the o.r. The staff reported that the device stopped working when the abdomen opened. Technician reported that it is standard practice for the hospital to have back-up breathing devices in the o.r during any surgery.